Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) subsequent to a MRI procedure. Upon follow-up, manual capacitor reformations performed which returned the device to normal status. However, further review noted a number of errors and resets stored to the device. While the device is currently functioning appropriately, boston scientific technical services (ts) suggested obtaining further information to determine the cause noting that the device could potentially exhibit further abnormal behavior due to radiation exposure. Information was later received confirming the source of radiation to be medical treatments the patient underwent for an unrelated issue. As the device corrected all resets/memory corruptions, ts advised normal follow-up and provided precautions for any future radiation treatments. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.